Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. The tamponade was detected when left atrial imaging was performed after septal puncture, there was no significant change in blood pressure. Drainage of the effusion was performed in situ by pericardiocentesis. It occurred around 1 hour and 30 minutes after the start of the procedure. Drainage of the effusion was performed. Thereafter, the blood pressure returned to the normal level, and the patient was brought to the ICU with no abnormality in consciousness. The case was discontinued and drainage of the effusion was performed. The physician commented that it has not been confirmed yet. For the ablation catheter, there was no malfunction from beginning to end. Since the event is life threatening and required cancellation of the procedure to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 22-oct-2021, bwi received additional information regarding the event. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event: no information and no further information will be provided. Intervention: drainage was performed. Patient outcome of the adverse event: improved. A transseptal puncture was performed, no information regarding the needle. Prior to noting the CT it is unknown if ablation was performed. There was no evidence of steam pop. The tamponade was found during the transseptal phase. No error messages were observed on biosense webster equipment during the procedure. Additionally, the product was returned to biosense webster for evaluation. The product investigation was subsequently completed. Device evaluation details: visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch bidirectional sf catheter. Per the event, several tests were performed. The magnetic, temperature, and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device [30567430l] number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).